Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the thoracic probe was reported to have been twisted. It was reported that the issue was discovered during equipment setup and a second probe was used to complete later procedures. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.